Event description:
It was reported that during the lymphadenectomy step of a robotic laparoscopic partial gastrectomy, an error message appeared saying: warning: surgeon control arm temporarily sensed. If this condition persists, withdraw the arms from use. The arm cart assembly (aca) also became frozen for about 5-7 seconds but then worked again. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and a provided image. One image was received for evaluation. The image depicted the operating room team interactive (orti) screen of the tower showing an error message regarding the arm cart assembly that stated, "arm 1: warning: surgeon control of arm temporarily disabled. If condition persists, remove arm from use.". Review of the field service notes indicated there was an interruption of communication between the arm cart assembly and the real time (rt) switch in the tower. The interruption in communication was restored in a short time. The internal connections of the tower power supply controller and the rt switch were inspected. Tele-operation was performed for testing and the issue did not reoccur. The arm cart assembly was moved to a different connection on the tower and the cable to the arm cart was replaced. Evaluation of the logs indicated multiple communication losses between the safety computer and the arm cart assembly over the rt network. The loss of three consecutive message sequences leads to a communication failure. This resulted in multiple instances of an error code for 'linked to notification of local mode', which displays an error message stating, "warning: surgeon control of arm temporarily disabled. If condition persists, remove arm from use.". This is an inoperable recoverable error and will cause the arm cart to freeze. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a temporary interruption of communication between the arm cart assembly and the tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the lymphadenectomy step of a robotic laparoscopic partial gastrectomy, an error message appeared saying: warning: surgeon control arm temporarily sensed. If this condition persists, withdraw the arms from use. The arm cart assembly (aca) also became frozen for about 5-7 seconds but then worked again. There was no patient injury.